Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when removing an extended gamma nail, the column screw was very tight. So tight that while turning the 4 "dots" on the instrument have broken off. The instrument has been used properly and there was no play between the instrument and the column screw. The inner treath was tightened as well. Another instrument was used to complete the case." Additionally, it was reported; the procedure was delayed but the length of the delay is unknown.

Manufacturer narrative:
Correction: please refer to d4 lot number. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: during the visual inspection of the returned device, scratch marks can be visualized on the screwdriver surface which can be from regular usage over the years. From the microscopic picture, we can see the brittle fracture of broken pegs which was caused by the application of excessive torsional force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the event is related to user related i.e., application of high torsional forces during explantation. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when removing an extended gamma nail, the column screw was very tight. So tight that while turning the 4 "dots" on the instrument have broken off. The instrument has been used properly and there was no play between the instrument and the column screw. The inner treath was tightened as well. Another instrument was used to complete the case." Additionally, it was reported; the procedure was delayed but the length of the delay is unknown.